Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening), inflammatory response, kidney disease, liver disease, toxicity. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, kidney disease or toxicity and liver disease or toxicity. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a tiny piece of a black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box, on the bottom of the enclosure and was stuck to it. Dust-like contamination at the air inlet, outlet port, on the pca, on top of the blower box, blower motor and bottom of the blower box and throughout the bottom of the enclosure and the inside enclosure. Ui (user interface) knob missing and dust-like, hair-like contamination is spread out on the top of the pca (printed circuit assembly). Air inlet seal had yellowed and had dust-like contamination on it. Potential insect infestation on sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer was not able to confirm the complaint or address the symptoms specified. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.